Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the alleged instrument was reviewed and found complete without any irregularities. We are unable to validate the alleged complaint at this time. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were alignment issues. There is a problem in closing the clip because of alignment issues. There was no patient injury.